Event description:
While the surgeon was using the instrument to fixate a 4:1 cutting block to the femur, he noticed that the trigger on the instrument had fallen off. The broken piece was located and removed from the surgical field. The surgery carried on as normal. Another device was used instead and case complete as originally planned without any delay or medical intervention.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.